Event description:
It was reported that while removing indwelling foley catheter, the white wire inside the foley tube that goes in urethra to monitor temperature (typically in the ICU) was protruded through the foley tubing. There was a minor abrasion to patient's urethral exit site as well as bilateral inner upper thighs from the damage of this area in the foley. Mepilex placed on bilateral inner thigh regions. Customer did safe defective product. Patient information cannot be provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while removing indwelling foley catheter, the white wire inside the foley tube that goes in urethra to monitor temperature (typically in the ICU) was protruded through the foley tubing. There was a minor abrasion to patient's urethral exit site as well as bilateral inner upper thighs from the damage of this area in the foley. Mepilex placed on bilateral inner thigh regions. Customer did safe defective product. Patient information cannot be provided.